Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer's mother reported her daughter had the string pull out during removal and the tampon remained inside. Her daughter was able to manually remove the tampon and did not seek medical assistance. No further information has been received.